Event description:
It was reported that noise oversensing events were stored, during a transaortic valve replacement repair. Pacing inhibition occurred, which varied from one to almost seven seconds. The health care professional (hcp) reviewed the episodes, three days after the procedure. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.